Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. The outer insulation was melted and breached cut, apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged during the right ventricular lead extraction. The lead was explanted and replaced. No patient complications were reported as a result of this event.